Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs lead, model: 6172, UDI: (B)(4), serial: (B)(4), batch: 8075618. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2022-05985. It was reported that the patient had an infection at the lead site. Surgical intervention was undertaken on an unknown date in 2022 where the entire system was explanted.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s) and the entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.